Event description:
It was reported by field service agent (fsa) that helium loss alarm occurred during use on a patient. As a result, the intra-aortic balloon pump (iabp) was swapped out. There was no report of patient complications, serious injury or death. Fsa ran 3 helium loss tests, no problem found. Fsa performed functional checks and did a 4th helium loss test, pass all.

Manufacturer narrative:
Qn#: (B)(4). No iabp part or recorder strip was returned to teleflex chelmsford for investigation. The reported complaint of helium loss alarm is not able to be confirmed. The pump was serviced by a teleflex field service engineer and could not replicate the issue. The pump passed functional checkout. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Manufacturer narrative:
(B)(4).

Event description:
It was reported by field service agent (fsa) that helium loss alarm occurred during use on a patient. As a result, the intra-aortic balloon pump (iabp) was swapped out. There was no report of patient complications, serious injury or death. Fsa ran 3 helium loss tests, no problem found. Fsa performed functional checks and did a 4th helium loss test, pass all.